Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when biopsy forceps were inserted through the channel of an olympus gastrointestinal videoscope, a small piece of human tissue was retrieved. It is suspected that the tissue originated from the same patient during a diagnostic gastroscopy. A procedural delay was reported; however, no patient injury occurred. The procedure was completed using the same device.